Manufacturer narrative:
Investigation summary: DHR review for batch 6179775: manufacturing dates: 07/17/2016 to 07/18/2016. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 6179775 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Investigation conclusion: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after use, a bd safetyglide¿ needle malfunctioned as when attempting to engage the safety around the needle, the safety piece snapped in half, half of the needle was exposed and unable to be covered - no needle stick occurred. There was no report of injury or medical intervention.